Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridges were filled with 300 units. During the call with tandem technical support, the customer loaded a new cartridge with 120 units and completed the load process successfully. The customer's blood glucose level was 250 mg/dl, and was addressed with a manual injection.